Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to align server 1 probes and clean reagent probe 1. The customer performed precision testing on two patient samples, which resulted within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran a mix test, which failed. The cse replaced the sample probe 1 and sample probe 1 mixer. The cse ran auto and precision alignments. Quality controls were run, resulting within range. The cause of the discordant glucose results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant glucose results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Sample (B)(6) was repeated three times on the same instrument, resulting as expected on the first and third repeat and low on the second repeat. Sample (B)(6) was repeated twice on the same instrument, resulting as expected on the first repeat and low on the second repeat. The sample was then repeated on an alternate dimension vista instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose results.